Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving higher sensor scan results compared to blood glucose readings obtained on an unspecified device. Customer self-treated with insulin (dose/type unspecified) based on the sensor scan readings and subsequently experienced feeling sleepy and "unresponsive". Customer called paramedics and upon their arrival, she was treated with glucose via injection. Sensor scan results of 7.2 mmoll, 3.1 mmol/l, and 7.2 mmol/l were reported to be compared to results of 16.8 mmol/l, 20.4 mmol/l, and 8.1 mmol/l; however, it is unknown when these readings were obtained in relation to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving higher sensor scan results compared to blood glucose readings obtained on an unspecified device. Customer self-treated with insulin (dose/type unspecified) based on the sensor scan readings and subsequently experienced feeling sleepy and "unresponsive". Customer called paramedics and upon their arrival, she was treated with glucose via injection. Sensor scan results of 7.2 mmoll, 3.1 mmol/l, and 7.2 mmol/l were reported to be compared to results of 16.8 mmol/l, 20.4 mmol/l, and 8.1 mmol/l, however it is unknown when these readings were obtained in relation to the medical event. There was no report of death or permanent impairment associated with this event.